Event description:
Two 25g x 3 1/2' whitacre needles broke on insertion. Both times the patient was not ideal (obese). The first time happened with a resident and it broke about 1/3 up from the needle point. The belief originally was that it may have been user error and no action was taken. It happened a second time, this time with an attending, and the needle broke right by the hub.

Manufacturer narrative:
Actual samples not returned for evaluation. The sample would normally be sent to our microscopy lab for sem analysis to determine the cause of the breakage. The vast majority of these incidents involve the needle being bent during the procedure, causing the needle to break when re-straightening. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break. Additional lot number 6040513.